Event description:
It was reported that a patient presented into the operating room for normal eri device replacement. Externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic and continued with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.